Event description:
Caller reported malfunction on pump that they experienced at least three times previously but did not have notable events prior. There was no reported impact on the customer¿s blood glucose level, as the caller declined to answer whether levels exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.